Manufacturer narrative:
On 18 august 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert swap in tka after 1,5 years. According to report, the joint was painful and the surgeon replaced the insert with a thinner one, which leads to think that the knee was too tight. This problem was not originated by a faulty device. Batch review performed on 28 august 2017. (B)(4).

Event description:
The patient came in complaining of knee pain. The surgeon swapped the poly from a size 4 12 mm to a size 4 10 mm. The surgery was completed successfully. X-rays are available. Explants are not available.